Manufacturer narrative:
While completing preventive maintenance, our field service engineer found fuses stuck in mains inlet and dust build up. The mains inlet with fuses was replaced. The compressor mini was returned to service after successful verification of proper function. The mains inlet with fuses has not been returned and therefore not investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause for the stuck fuses in this case has not been determined but the dust that was found in the mains inlet could have been a contributing factor. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during preventive maintenance, the fuses were found stuck in the mains inlet. There was no patient involvement. (B)(4).